Manufacturer narrative:
The device performed as intended. The device was not returned for evaluation. Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
A post procedure x-ray indicated a 10% pneumothorax. A chest tube was used and the patient was admitted for observation overnight. The chest tube was removed and the patient was discharged the following day without incident.